Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.